Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream test failure, which was not reproduced. Upstream occlusion messages were present in the history log, but this is not conclusive proof of a device malfunction. The device was tested with passing results. However, the evaluation found continuity on the upstream sensor tail pins, which is an indication of fluid intrusion which can cause the reported condition. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump failed the upstream occlusion test. Any patient involvement, injury or medical intervention is unknown.